Manufacturer narrative:
The t:slim x2 pump user guide states: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can adjust the insulin units up or down before you decide to deliver your bolus. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer believed the same amount of insulin as injections should to be delivered via the pump. Subsequently, the customer over delivered insulin via pump bolus. The customer was hospitalized with a blood glucose level of 23 (mg/dl). The pump settings were adjusted to address bg level in the hospital however, the customer could not recall other details regarding the hospitalization.